Event description:
The cast cutter was sent for evaluation because the blade came off when the device was in use. The cast removal was rescheduled because the account did not have backup equipment. There was no pt injury as a result of this event.

Manufacturer narrative:
Failure analysis is in progress; additional info will be submitted once the quality investigation is completed.